Event description:
When performing an evaluation of gel technology, a customer observed that a specimen from a pt with a history of anti-c and anti-e reacted 2+ when using an alternative screening cell using tube/liss method. The specimen did not react. No death or serious injury was associated with this incident.